Event description:
It was reported the patient is unable to recharge his ipg using the replacement charger. The patient stated that he is able to initially locate the ipg, but is unable to maintain the communication with the ipg. The patient also reported he is receiving an error message when using the programmer. An sjm representative contacted the patient and has scheduled two appointments to meet with the patient. The patient has not showed to the appointments. Follow-up is pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.